Event description:
I have an (B)(6) spinbrush which I received (B)(6) 2011. On (B)(6) 2012, I was using the brush when I felt a piece of one of my bottom teeth chip off. I had the piece in my hand, but didn't think at that time it was a problem with the spinbrush until I heard a warning on tv. I will no longer use this brush, but I want to know what recourse I have regarding the price of this brush, plus the cost of any dental bills. I feel that (B)(6) should take care of these costs. Dates of use: (B)(6) 2011 - (B)(6) 2012.